Event description:
It was reported on 08/02/08 by dr. To the product specialist, of a pt that was implanted with a gore propaten vascular graft. The procedure was a fem-fem crossover with subsequent venous congestion and calf pain. Heparin induced thrombocytopenia (hit) antibodies were detected after 2-3 days post implantation. The pt was given heparin intraoperatively and also had previous exposures to heparin. The graft is patent without any events of thrombosis in the lower extremity. The pt had no decrease in platelet count and no thrombocytopenia. The pt was switched to argatroban after heparin induced thrombocytopenia (hit) positive panel. The pt is experiencing venous congestion and calf pain after 3 weeks of diagnosis of heparin induced thrombocytopenia (hit). The physician is considering a fasciotomy to relieve the pressure. Further investigation is pending. This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued 2008; therefore, gore is reporting this as a 5 day reportable event.

Manufacturer narrative:
This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued 2008; therefore, gore is reporting this as a 5 day reportable event.